Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the intestinal tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie j tube. Abbvie has chosen to report this event due to the potential that the j tube involved could have been the abbvie j tube. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Intestinal perforation and ulcer are known complications of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Wife reported that on (B)(6) 2021, the primary care physician assessed the patient at home, patient was referred to the hospital. And was admitted. According to patient's wife, the hospital physician informed that the patient had an intestinal ulcer and infection. Additional information indicated that the patient had intestinal perforation since (B)(6) 2021. Duopa was placed on hold till (B)(6) 2021. It was reported that the patient's condition is improving.

Manufacturer narrative:
Reference record (B)(4).

Event description:
Additional information received. On 16 aug 2021, the patient received a new stoma. Wife reported that the new stoma was created as perforation was due to leaving the tube with too much tension at the stoma. Patient was discharged from hospital on (B)(6) 2021.